Event description:
The patient contacted animas on (B)(6) 2012 alleging he experienced an episode of hypoglycemia the night of (B)(6) 2012. The patient reported that he barely recalls walking to the kitchen and then 'passed out'. The patient reported that when he 'came to' he saw blood on his head, washed his face and then went back to bed. The patient confirmed that he did not measure his blood glucose (bg) after passing out and falling. The patient was unable to recall his bg level prior to going to bed that evening. The patient reported that he had been 'eating light' for two days prior to the reported fall. The patient's a1c was 6.8 the morning of (B)(6) 2012, and the patient went to the hospital emergency room (ER) around 11:00 am for treatment. During the hospital treatment, the patient was reportedly treated for a cut on his forehead and the patient reported his bg was in the 60-70 mg/dl range with no symptoms of hypoglycemia. The patient reportedly underwent a CT scan and stated that he was told that his fall was due to hypoglycemia. The patient stated that he believed his bg went low while he was sleeping and he did not realize it. The patient stated that he had been instructed to follow up with his endocrinologist and his cardiologist. Prior to be released from the ER, the patient was reportedly instructed not to use the insulin pump for basal delivery; to keep the pump in the 'suspend' mode and use it only for bolus delivery. The patient reported his bg on (B)(6) 2012 at 5:00 pm was 219 mg/dl, at 7:00 pm 263 mg/dl. The patient stated that neither the insulin pump nor the site/set is being implicated in the hypoglycemic episode and subsequent fall he reportedly experienced. This complaint is being reported because the patient experienced an adverse event while on insulin pump therapy and the physician instructed the patient not to use the pump for basal insulin delivery and the pump is being replaced.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed data from (B)(4) 2012. A review of the total daily dose history for the available dates indicated that insulin delivery totals correctly reflected programmed values. The basal history showed the pump running on a 0.00 unit basal rate from 21:15 on (B)(4) 2012 until 21:15 on (B)(4) 2012, which is consistent with the patient stating he was told not to use the pump for basal delivery. There were 4 boluses observed in the pump history for (B)(4) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. During investigation, the force sensor was found to be out of calibration.

Manufacturer narrative:
Follow up #1 submitted (B)(4) 2012. Customer support spoke with the patient in follow up on (B)(4) 2012 and he stated he had no long term effects from the incidence of hypoglycemia and passing out and hitting his head. The patient stated he had no further issues regarding his blood glucose after being treated and released from the hospital.